Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. It was noted that patient had a previously implanted non-abbott stent. The 3.5x48mm xience skypoint stent delivery system (sds) failed to advance due to the anatomy and could not cross the distally implanted non-abbott stent. This caused a delay in the procedure which resulted in a high use of contrast in the procedure and thrombus embolization. The thrombus embolization was treated with a tirofiban infusion. A non-abbott stent was advanced and implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It was reported that the stent delivery system (sds) met resistance with the patient¿s moderate calcification, moderate tortuosity, 80% stenosis and a previously implanted stent resulting in failure to advance. Analysis of the returned device confirmed the crossing profile met specifications. In addition, analysis noted that the guide wire exit notch was stretched. This indicates the guide wire was manipulated against resistance with the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.